Event description:
Rn reported a pt was diagnosed with peritonitis in 2004. Rn reported the pt had a peritoneal dialysis catheter placed and 6 days later the pt was seen at the clinic for a catheter flushing, utilizing an alternate MFR's supplies. The next day the pt was seen at the clinic and the transfer set was removed and the catheter's plastic adapter was capped off with a baxter locking cap. The pt returned to the clinic a week later and the locking cap was removed and an alternate MFR's convertible adapter was connected and the pt received a catheter flush. No difficulties were noted. Following this flush, an alternate MFR's convertible adapter was placed. The pt presented at the e.r. Three days afterwards with abdominal pain. Solution was installed and an effluent culture was collected which revealed wbc's: 3461, 98% segs and the gram stain revealed gram positive cocci. The effluent culture grew staphylococcus epidermidis. The pt was treated with IV vancomycin 1gm and IV gentamycin 110mg. The pt was seen in the clinic again three days later with abdominal pain. The nurse instilled 500cc of dialysis solution (non-baxter product), but was unable to drain anything out. At this time, the pt complained of abdominal pain and burning. The pt was admitted to the hosp the same day for five days. Medical intervention during this time is unk. Rn stated the pt has recovered and is currently using dialysis supplies from an alternate MFR.